Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite gastrointestinal videoscope, having drainage failure in the lens. Upon inspection and testing of the customer returned device, foreign material was found exiting the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to clogging of nozzle, water removal ability did not meet the standard value, nozzle had foreign objects, adhesives around objective lens had white-clouded area, adhesives around light guide lens had white-clouded area, distal end cover dented, distal end cover burned, due to wear of angle wire, bending angle in up direction did not meet the standard value, adhesive on angle rubber had white-clouded area, adhesive on angle rubber chipped, suction cylinder shaved, protector of universal cord on control section side scratched, objective lens scratched, adhesives around light guide lens had white-clouded area, connecting tube cut, and connecting tube wrinkled. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.